Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. It is unknown if there was patient involvement with the event.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. It is unknown if there was patient involvement with the event.

Manufacturer narrative:
Corrected data: section a1 - patient identifier of the initial medwatch report should indicate: "none." Section d9 - returned to manufacturer of the initial medwatch report should indicate: "05/14/2024." Section h3 - device evaluated by mfg of the initial medwatch report indicated "no." Section h3 - device evaluated by mfg of the initial medwatch report should indicate: "yes." H6 health effect - clinical code of the initial medwatch report indicates: "insufficient information." H6 health effect - clinical code of the initial medwatch report should indicate: "no clinical signs, symptoms or conditions." H6 health impact code of the initial medwatch report indicates: "insufficient information." H6 health impact code of the initial medwatch report should indicate: "no patient involvement." Section h11, additional mfg narrative of the initial medwatch report indicates: "stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56." Section h11, additional mfg narrative of the initial medwatch report should indicate: " a stryker field service representative (fsr) evaluated the customer's device and was able to verify the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56." Additional information: a stryker product analysis center (pac) technician further evaluated the device and and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The device was archived by stryker and the customer received a replacement device.